Manufacturer narrative:
Stryker evaluated the device and could not duplicate the issue. The hard paddles were cleaned as a precaution. After performing unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device could not charge to defibrillate. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.